Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after performing 2d lf calibration, he was unable to take a 2dlf scan. The system said it was preparing for the scan, the bar filled, and then the system did nothing. There were no error messages. System was not docking into its correct location. The representative invalidated home, and the issue was resolved. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000529, h3: a medtronic representative went to the site to test the equipment. Testing revealed that the system was not docking into its correct location. Invalidate home corrected issue. 2dlf was then fully functional. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c07 and d02 apply to the system checkout. B17, c20 and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.